Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that the surgeon presented the rep a laparoscopic photograph of pumping bleeder on the meso-appendix staple line. He stated that he did not use any other devices to complete the transection. The surgeon stated that he held the tsw35 #1 handle for a few seconds before firing the #2 handle. He used an er320 to control the bleeder. There was no blood transfusion, no convert to open and no extended hosp stay. The stapler was thrown away and not available for analysis.